Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Event description:
It was reported that a male patient underwent a rib fixation surgery on (B)(6) 2013. During the surgery, a locking screw stripped. The surgeon discovered the screw was stripped when the screw entered the intramedullary splint in rib number eight. The surgeon attempted to remove the screw and failed. He then burred the screw out of the splint. The surgeon took out the splint and the screw and implanted a plate. It was reported that the surgery was delayed 40 minutes and was successfully completed. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was conducted. Only a part of the screw shaft was available; the threaded locking head was separated from the shaft and was missing; the lot number is unknown. The complaint source was related to the locking head on which the thread stripped referring to the complaint description. The thread on the shaft was intact. Visually there did not appear to be an issue other than the damage sustained by implantation and extraction. A manufacturing conclusion cannot be presented due to the missing screw head.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). The material and design are adequate for its intended use.